Manufacturer narrative:
Additional narrative: patient information was not available for reporting. Device broke intra-operatively and was not implanted or explanted. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: september 9, 2011 - expiry date: september 1, 2021. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an implant broke during a cervical procedure on july 28, 2015. The device reportedly broke during impact of insertion. No additional information is available. This report is 1 of 1 for (B)(4).